Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and self test. Pump error was noted in the history download, problem isolated to electronic assembly. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure pump error alarm. Customer was able to clear the alarm. Customer is able to complete pump rewind. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.